Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 805:15 on channel b. It is unknown when this event occurred, but occurred in the biomed service. This event may have interrupted delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. User interface module master software version is 5.04.00 - unremediated.

Manufacturer narrative:
(B)(4). The reported malfunction of failure code 805:15 on channel b was confirmed and reproduced. The root cause was attributed to a downstream occlusion sensor failure. The pump head module assembly was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.